Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports (different patients, same product family) linked to mfg report numbers: 3013886523-2025-00092, 3013886523-2025-00095. A physician reported: on an unspecified date, a patient was implanted with a codman hakim programmable valve. On an unknown date, the shunt failed, requiring the doctor to perform additional surgery to replace it. Outcome of the event was unknown. Causality of the event was reported as possible with codman hakim programmable valve. The patient's medical history was not reported. No concurrent condition was reported. No family history was reported. Past medication was not reported. Concomitant medication and co-suspect medications were not reported. No drug allergies were reported. Pertinent lab data was not reported.

Manufacturer narrative:
Updated fields: a2, a3a, d4, d6a, d6b, g3, g6, h2, h11. Additional information: "on an unspecified date, the patient shunt got blocked and malfunction was observed in the recent past, requiring doctor to perform additional surgery to replace. Patient was prepared for surgery, revision and medical intervention was required. The device was explanted on (B)(6) 2025 in hospital, due to permanent damage of device. After the device explantation patient was drowsy and patient had CT brain ventriculometry (hydrocephalus increased)." "Outcome of the event shunt malfunction was unknown." - describe incident: vp shunt insertion on (B)(6) 2024, shunt got blocked, on (B)(6) 2025, shunt malfunctioning observed. - installation date: (B)(6) 2024. - explanted date: (B)(6) 2025. - serious event: yes - required intervention to prevent/ permanent impairment/ damage device. - immediate action: patient is become/becoming drowsy, irritable and the CT scan hydrocephalus increases.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823148) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.